Event description:
It was reported that approximately 1 month and 8 days post implantation of a 29 mm sapien 3 valve in the aortic position, the device was explanted and replaced with a surgical valve. The reason for the valve explant is unknown at this time.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Update to h6, device code, type of investigation, investigation findings and investigation conclusions. The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. The commander delivery system with s3/s3u IFU was reviewed for guidance and instructions. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for valve requires intervention was unable to be confirmed due to unavailability of returned device/relevant imagery/medical records. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), device explant is listed as one of the potential risks associated with the device and tavr procedure. In this case, the valve is not available for evaluation. The reason for explanting the valve approximately 1 month and 8 days post-tavr is unknown at this time. In this case, due to limited information, a conclusive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.